Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized. The customer's blood glucose value was 137 mg/dl. Customer stated she was unable to enter auto mode and was hospitalized due to high blood glucose but she was already out from the hospital and was treated, she just want to start a new sensor. The device will not be returned for analysis.